Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Service history review: lot #6009637 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 20-oct-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4) was originally reported as serial number; it should be the lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluations were performed. The customer reported the ratcheting mechanism disengaged. The tip was reported broken. The item is not repairable. The cause of the issue is unknown. As per received condition of device; there are no signs of defects or damage to either the ratcheting mechanism or the tips. The tensioning of the ratcheting feature of the forceps was found to be adequate and functions as designed. The reduction forceps are routinely used for the reduction of fractures of the hand, ankle and other small bone applications to restore anatomical relationships per the technique guide. The returned device was received with the complaint of the subject devices ratcheting mechanism disengages. The most recent drawing for this part was reviewed which provides for dimensional conformity and design suitability for intended use at the time of manufacture. This complaint condition is unconfirmed, as the ratcheting mechanism was found to be acceptably functional. The design of this device is appropriate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the devices ratcheting mechanism dis-engages. The device issue was found in the operating room without a patient present. No patient involvement this is report 1 of 1 for (B)(4).